Manufacturer narrative:
(B)(4). Evaluation results: occlusion, death. Severe iliac tortuosity bilaterally and 50 percent of circumferential thrombus. Conclusion: severe iliac tortuosity bilaterally and 50 percent of circumferential thrombus.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 6.5 cm fusiform abdominal aortic aneurysm nine months ago. The vessel morphology was reported as the infrarenal aortic angle was 43 degrees. Aortic neck was 17-18 mm in diameter, distal aorta was 19 mm in diameter and 27 mm long with 50% circumferential thrombus. The iliac arteries were severely tortuous and 12-15 mm in diameter on the right and 13-15 mm in diameter on the left. It was reported that during deployment, graft covered both internal iliac arteries unintentionally, specifically, the left iliac artery. It was reported that ten days post procedure, the patient presented with shortness of breath and the patient was hospitalized, as the event is continuing. The investigator's assessment stated that the event was not related to the study device; however, was related to the study procedure. Eight months post stent graft implant, the patient was hospitalized due to a urinary tract infection. It was reported one week later, the patient expired at home of unknown cause. The investigator assessed that the death was not related to the study device or procedure.